Event description:
Allegedly in 2008, patient's hip felt like it slipped out of the socket, and then hip squeaked for 30 days.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. Attempts are being made to have the product returned for evaluation. Although several attempts have been made, a medwatch has not been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00170.